Manufacturer narrative:
Sc-1160 (sn (B)(6) the returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. An analysis of the device data logs revealed that the highest thermistor reading was in the expected range. The patients weight loss most likely reduced the implant depth and made the implant loose in the pocket, resulting in charger misalignment and the reported warm sensation. A labelling review found that the reported event is a known risk of implanting a pulse generator as part of a system to deliver scs.

Event description:
It was reported that the patients implantable pulse generator (ipg) gets warm when charging and experienced a burning sensation. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred several months ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients implantable pulse generator (ipg) gets warm when charging and experienced a burning sensation. The patient underwent an ipg replacement procedure and was doing well postoperatively.